Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter; occupation: sales supervisor. PMA/510k: k200972. Investigation evaluation: a product evaluation was performed on the picture provided in response to this report. The pictures provided showed the device lying on a surface with the activation knob not fully engaged into the handle. The product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The catheters presented with minor kinks in the tubing. The device was not tested as returned due to being previously deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheters were attached to the nozzle and the device continued to spray as intended. No issues were detected during activation of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and catheter could not confirm the occurrence because the device sprayed as intended. However the report indicates that "the carbon dioxide started leaking from the knob" after which the user put the device down, and the user provided an image of the device. If the picture is an indication of where the user stopped turning the device, then the position of the activation knob indicates that the internal chamber of the device was not sealed. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device. The complaint is considered confirmed based on the report. When activated, the device can sometimes hiss or release a small amount of co2 as the user twists toward the activation position. This sound is not indicative of device failure or issue, rather it is the sound of co2 exiting the inner chamber of the device and indicates the chamber is not sealed and the activation knob is not in the activation position. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the patient was scheduled for an esophagogastroduodenoscopy (egd) and colonoscopy procedure for a gi bleed. After the gastroenterologist did argon plasma coagulation and rubber band ligation, they asked for the hemospray. After opening the hemospray packaging, the catheter was first served and made sure that it was dry by flushing some air on it. Another nurse prepared the hemospray gun. After he [nurse] rotated the knob, the carbon dioxide started leaking from the knob itself so he put down the hemospray to the side. Due to this incident the said hemospray was not used and opened a new hemospray set with the same lot number and no issues encountered. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter: occupation: sales supervisor. 510k: k200972. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. A product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed with the pictures provided, which showed the device lying on a surface with the activation knob not fully engaged into the handle. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However the report indicates that "the carbon dioxide started leaking from the knob" after which the user put the device down, and the user provided an image of the device. If the picture is an indication of where the user stopped turning the device, then the position of the activation knob indicates that the internal chamber of the device was not sealed. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device. The complaint is considered confirmed based on the report. When activated, the device can sometimes hiss or release a small amount of co2 as the user twists toward the activation position. This sound is not indicative of device failure or issue, rather it is the sound of co2 exiting the inner chamber of the device and indicates the chamber is not sealed and the activation knob is not in the activation position. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.